Event description:
The account alleged the brake casters are not holding and are ratcheting while in brake mode. No patient impact.

Manufacturer narrative:
The brake casters were replaced by the technician to resolve the issue.